Event description:
It was reported that the patient had increased spasticity in mid-june. The catheter was lying over the pump and it was believed that it may have been punctured with a needle during refill causing a small leak. On (B)(6) 2014, the old catheter was tied off rather than explanting it and a new catheter was implanted. The patient status was reported as ¿alive-no injury¿. The device system was delivering gablofen. Additional information has been requested, but it was not available as of the date of this report.

Event description:
Additional information later reported the patient was receiving effective therapy.

Manufacturer narrative:
Concomitant products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2011, product type catheter product ID 85 96sc, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2014. (B)(4).